Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was completely lop-sided. The customer stated that one side was up and one side was depressed down. Reportedly, when the customer tried to push the button, it did not move. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.